Event description:
It was reported that this implantable lead was part of the system revision due to pocket irritation. Reportedly, the pocket site was swabbed but the infection was not yet known. The caller was informed that the implantable products were made from titanium. No adverse patient effects were reported. The implantable lead was explanted.